Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed due to a "no device found" error message. The recharge antenna failed the get manufacture struct command and response. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller (ptm) has not been charging the way it is supposed to be with the pad. Pss understood pad to be the recharging antenna (rtm). Pt stated one day the ptm showed it needed a battery and today error rm03 was displaying. Pt said they began having this problem "about over a week ago". Pt commented they could charge the internal battery but with every 10% increase it will shut off and say it needs attention. Pt said they are just now calling b/c of the long hold times to speak with an agent. Pt said their husband also had a scs so they were using their rtm which was working better than theirs for a week but then more codes started coming up. Pt mentioned they talked to an agent who instructed them to contact pats. The patient also met with rep later in person. Pt did not detect any visible damage to rtm cord / connector plug but did say the antenna does get pretty hot. Pss had pt r eset ptm by making sure nothing was plugged into ptm, remove the li battery pack (bp), plugging ac power supply into a wall outlet and then connecting to ptm after verifying power lite was green on the power adapter box. Pt confirmed ptm powered on before reinserting bp. Pt verified the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt provided current battery levels: ptm 80% ins 70% (ins increased to 80% during call while recharging). Pt was able to start a recharging session with excellent w/ spouse's rtm. The issue was not resolved. An email was sent to the repair department to replace the rtm.